Event description:
It was learned through implant patient registry that a patient with a 29mm 3300tfx aortic valve, was explanted after an implant duration of 1 year, 3 months due to unknown reason. The explanted valve was replaced with a 27mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 3300tfx aortic valve, was explanted after an implant duration of 1 year, 3 months due to formation of early thrombus was observed intraoperatively on each valve leaflets. The explanted valve was replaced with a 27mm 11500a inspiris resilia aortic valve. Per the medical records, the patient presented with a pseudoaneurysm of the aortic root. A redo avr was performed. Intraoperatively, the aortic valve appeared intact with no major abnormalities; however, early thrombus formation was observed on each of the valve leaflets. The valve was explanted, revealing approximately 7 to 8 mm pseudoaneurysm defects located beneath the annulus, and was repaired with pledgeted sutures. A 27mm 11500a inspiris resilia aortic valve was implanted and secured along with a 28 mm dacron graft. Tee confirmed excellent ventricular function with no evidence of significant perivalvular leak. The patient tolerated the procedure well and was transferred to the cardiac ICU in stable condition. The patient was discharged on pod #8.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (device code, type of investigation). Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, and investigation conclusions). Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the information available, no clear patient risk factors contributing to higher risk of thrombosis were reported, however, the presence of psuedoaneurysm near the valve site may have contributed to the formation and subsequent deposition of thrombotic material on the leaflets. A definitive root cause is unable to be determined, but patient and/or procedural factors likely caused or contributed to this event.